Event description:
On (B)(6) 2024, an x-ray showed a femoral sleeve construct that appeared loose. On (B)(6) 2024, the construct was revised.

Manufacturer narrative:
A DHR review identified no issues that could have caused or contributed to the reported event. It is believed that the junction box loosened due to fatigue loading in the knee. The available evidence does not lead to a clear conclusion about the cause of the reported event.